Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged a few days after it was first implanted. The dislodgment was suspected due to loss of capture (loc) and confirmed with a chest x-ray. The patient underwent a surgical procedure wherein the lead was successfully repositioned. The lead exhibited normal electrical measurements after the procedure.